Manufacturer narrative:
This event has been allocated the reference number (B)(4). At the time of writing this initial report, we have very limited information available. Contact has been made with mr. (B)(6) in order to gain all of the information that is required to conduct an investigation into the reported opacification following corneal endothelial graft surgery here at rayner. Rayner has been advised that mr. (B)(6) plans to perform an iol exchange procedure.

Event description:
On (B)(6) 2011, rayner received initial communication from mr. (B)(6) (via mrs. (B)(4) the rayner sales specialist) explaining that following corneal endothelial graft surgery, three suspected cases of opacification had been observed in patients thought to be fitted with rayner iols.